Manufacturer narrative:
(B)(4).

Event description:
A confirmed pump motor stall with no motor stall recovery was recorded in the event logs. The motor stall was caused by an MRI. No patient symptoms were reported. The pump was used to deliver morphine, clonidine and prialt. Additional information has been requested, a follow-up report will be sent if additional information becomes available.